Manufacturer narrative:
The unit was received with minor scratches on the lcd window, cracked casing near the display window corners, broken battery tube threads, cracked reservoir tube, cracked lcd window, and completely broken off reservoir tube lip. The reservoir could not lock in place. There was also a missing o-ring in the reservoir tube.

Event description:
The customer reported via phone call that the reservoir would not snap into the reservoir compartment properly. The reservoir would loosen upon the slightest touch. The insulin pump was returned for analysis.